Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204/belt connector damage) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, cutting the wire to pin 1 of the belt connector. The cause of the code 204 was the damaged wire. The cause for the broken connector was physical abuse no adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the belt connector on the monitor was damaged and that a patient had received a code 204 (monitor unusable).